Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 559 mg/dl. The customer also mention different blood glucose level of 253 mg/dl, 190 mg/dl and 366 mg/dl. The customer was treated with insulin pen. The customer did not report symptoms such as feeling tired as a result of high blood glucose level. Customer did not allege that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode feature. The customer stated that they noticed leak on the site tape. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.